Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil and the pouch were returned for the analysis. Visual inspection revealed the main coil was stretched, detached and bent at the coil arm section. No more damages were observed. The functional inspection could not be performed due only the main coil being returned for the analysis. Dimensional inspection revealed that the zap tip od (outer diameter) and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not advance out of the imaging catheter. The target lesion was located in the abdominal aorta. A 12mm x 40cm interlock-35 coil was selected for use. The imaging catheter was connected with high pressure saline and was flushed intermittently before introduction of the coil. During the procedure, it was noted that the coil could not advance out of the 5f cordis catheter. When advance for the second time, it got detached inside the catheter. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the main coil detached at the coil arm section.